Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately calcified, mildly tortuous lesion in the rca. The lesion was pre- and post-dilated using nc balloon catheter devices. There was no damage noted to packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that during stent implantation the balloon only expanded in the proximal end. The stent failed to be deployed, partial expansion occurred in the proximal end. While the stent was being withdrawn it dislodged. An attempt was made to remove the dislodged stent using a microcatheter and the balloon catheter was then removed. The physician changed the location of stent deployment due to the presence of a previously implanted stent and it was not possible to withdraw all systems. The dislodged stent was then implanted in the rca in another lesion before the previously planned lesion. A balloon burst/leak also occurred inside the vessel as the physician noted blood in the balloon catheter after removing the system from the patient. Patient is alive with no injury. The procedure was completed with a mdt product (resolute integrity drug eluting stent).

Manufacturer narrative:
Evaluation summary: blood residue was visible throughout the distal shaft and balloon. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Delivery system failed negative prep. A leak site was detected, on the balloons working length 0.7cm proximal to the distal tip. Burst was a short longitudinal, and site appeared jagged and uneven. The inner lumen patency was verified with a 0.015 inch mandrel. Tip deformation was evident during visual inspection. Image review: review of the procedural images confirm the presence of a lesion in the distal rca. Pre-dilation activities and positioning of the resolute onyx are captured. The proximal stent wraps are visible partially expanded while the remaining wraps remain intact. The images do not capture the dislodgement of the stent, removal of the delivery system catheter and positioning of the stent on the other balloon. The stent is deployed overlapping the distal end of the previously deployed stent. A resolute integrity stent is subsequently deployed at the target lesion site. Additional information: there wasn¿t inflation pressure applied prior to balloon burst, when the physician tried to inflate the balloon he noticed that the pressure on the inflator was 8 atm for 1 second, and after that it was 0 atm. There was a sudden drop in pressure. The device was not moved or repositioned in the lesion prior to the burst. The issue occurred on the first inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.